Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of gastrointestinal bleeding could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed the report of low flow hazard alarms. According to the account, these alarms resolved after the patient received blood. The submitted log file contained events from (B)(6) 2023, per the timestamps. Intermittent low flow hazard alarms were captured from the beginning of the file through the morning of (B)(6)2023. Following this timeframe, an increase in flow was captured, and no further low flow events were observed. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on hm ii lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the hm ii lvas. This document also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, this section of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was hospitalized for gastrointestinal (gi) bleeding. The patient had low hemoglobin. An esophagogastroduodenoscopy (egd) was performed that confirmed bleeding from a lesion in the duodenum. The bleeding was resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the hospital and had occurrences of low flow alarms. Log files confirmed frequent low flow events. The patient received blood. The flow appeared to improve as of (B)(6) 2023 at 7:30. An increase in power, flow, and average pulsatility index (pi) events was noted. The low flow alarms were reported to have resolved.